Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: according to the complainant, the nurse responded to a "downstream occlusion" alarm on a pump administering dobutamine. The nurse cleared the alarm and restarted the infusion. Approximately ten (10) minutes later, the primary nurse entered the room for a shift change and noted that the dobutamine was being infused at a rate of 14 micrograms (mcg) per kilogram (kg) per minute (min). The medication was to be administered at a rate of 2 mcg/kg/min. Reportedly, the nurse who cleared the downstream occlusion alarm did not change any settings for the primary infusion. No patient complications were reported as a result of the event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.